Manufacturer narrative:
The field service engineer (fse) inspected the device and verified the reported issue. The fse replaced the power controller and power distribution printed circuit board assembly (pcba), the breath delivery (bd) power supply and the ac (alternate current) module. The fse updated the software to the current revision. The fse performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator breath delivery (bd) audio alarm test failed on an extended self test (est) with a piezo alarm failure and a power-fail cap not discharging diagnostic codes. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Catalog number and unique identifier (UDI) number added to section d. Update to evaluation codes method and result codes. Device evaluation summary: the power controller, power distribution printed circuit board (pcb) breath delivery (bd) power supply and the alternate current (ac) module were returned for failure investigation. The fault was isolated to the power supply and to a component on the bd power distribution pcb (c4 capacitor). If information is provided in the future, a supplemental report will be issued.